Manufacturer narrative:
One used sample was received for evaluation. The returned unit was inspected for any issues and passed all requirements (wall thickness and weight). A needle puncture test was performed and no readings were below 2.8 pounds. Photos of the used device were also evaluated and revealed that the device was overfilled. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4220001. Conclusion: based on the investigation of the returned used device and its photos, the root cause for this incident is believed to be overfilling of the device. The quality engineer also notes that the label states that forcing or overfilling sharps into a collector may cause serious injury. The label also says that this collector is puncture resistant but not puncture proof. To avoid injury, examine the collector carefully before you fill, carry or dispose of it.

Manufacturer narrative:
Medical device manufacturer: premium plastic solutions. (B)(4). Additional information: received on 08/17/2015 the nurse who received the contaminated needle stick injury was evaluated in an emergency department and had routine post exposure lab work drawn for (B)(6). The results of the tests are unknown. It is also remains unknown if the nurse received any prophylactic treatment. The nurse will be monitored by the hospital's health and wellness clinic. The nurse was evaluated in an ER and received routine post exposure blood work. A sample is available for evaluation but the evaluation has not yet begun. A photo of the device was inspected and revealed that the device was filled slightly above the fill line and that one needle penetrated the wall of the yellow sharp collector. A review of the device history record has been requested of the manufacturing site and will be completed with the investigation. Conclusion: based on the photo evaluation, it is confirmed that a needle punctured the side of the sharps collector. An absolute root cause for this incident cannot be confirmed as the sample investigation has not been completed. Upon completion of the investigation, a second supplemental report will be filed.

Event description:
It was reported that while disposing of a needle into a 1.4l bd tray sharps collector, a nurse obtained a needle stick injury from a needle that was sticking out of the container that was 3/4 full. It is unknown if the nurse received any medical intervention, however the likelihood of additional prophylactic medical treatment is highly likely because the nurse had a contaminated needle stick injury from an unknown patient.

Manufacturer narrative:
A sample is available but will not be sent for evaluation as it is contaminated. Photos of the deice have been received & will be inspected. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while disposing of a needle into a 1.4l bd tray sharps collector, a nurse obtained a needle stick injury from a needle that was sticking out of the container that was 3/4 full. It is unknown if the nurse received any medical intervention, however, the likelihood of add'l prophylactic medical treatment is highly likely because the nurse had a contaminated needle stick injury from an unknown patient.